Event description:
Patient was implanted with two distal humerus plates and screw construct on (B)(6) 2012, due to comminuted fracture from a gunshot. Post-operative x-ray revealed two broken plates, two broken screws, and three screws sitting proud. Surgeon reports that hardware broke on (B)(6) 2012. Patient returned to the o.r. On (B)(6) 2012 for removal of hardware. Patient was revised with new hardware and graft from femur. This is 1 of 7 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.